Manufacturer narrative:
United states reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: device discarded by user, no product will be received for evaluation.

Event description:
Country of complaint:(B)(6). During skin closure, 3mm tip of 3/0 dafilon suture was found missing.